Manufacturer narrative:
(B) (4) (other, no product allegation) - (B) (4).

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and did not like the way it seated in the eye. The lens was torn as the surgeon removed it from the eye and a different diopter lens was implanted. No pt injury. The reporter stated the incident was due to an error at their facility and there was no problem with the lens.